Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was experiencing burning at generator site when in use. The cause was unknown. Patient was scheduled for analysis and reprogramming on (B)(6) 2016. Hcp had no further information. Patient's weight was asked but unknown. Additional information was received from a manufacturer representative (rep). It was reported that the patient has a burning sensation at the pocket site. When the patient is on hd programming, it also goes up the patient's spine and is like a stabbing sensation. When the patient is on ld settings, she does not get the stabbing, but feels warmth at the ins site. If the intensity is turned up there is more burning at the pocket. Impedances were said to be fine. The burning generally goes away when the therapy is turned off, however in some instances the patient reports burning when stim is off. The rep palpated the area and it was tender, but no increase in sensation or surging. There is no redness or swelling at the ins site. No falls or trauma were reported. The patient had a weight gain of plus or minus 5 pounds. The rep was going to reprogram the patient to ld settings and talk to the hcp about using lidocaine patches at the site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was no determined and it was unknown if issue was resolved.